Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Examination of the returned confirmed the complaint dullness. Visual exam found the fluted end is dull to touch and there are small nicks on cutting edges. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the drill bits are dull and no longer cut through bone. Surgeon has complained about them being dull. No surgical delay.